Event description:
It was reported that the biomed had the arctic sun device that was alerting with 113 (reduced water temperature control) on the floor, they were running a functional check now. Per follow up information received via phone on 20nov2024, it was reported that spoke with biomed. The device passed the functional check without issue. They reviewed the case data with technical support and found a period of low flow, causing a drop in temperature. They believe this is what caused the alert 113. No repairs completed. Device has returned to service. They were unsure which department sent the device down.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported event is unconfirmed; a labeling/packaging review and DHR review is not required. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was alerting with 113 (reduced water temperature control) on the floor, they were running a functional check now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.